Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according with the information provided, it was reported that during a knee arthroscopy 3 truespan meniscal repair system peek 12 degree failed during surgery. Surgeon is a user for years, so mismanagement in technique related to the product is ruled out. Implants were not fired when positioning the gun in the meniscus and the suture was notched at the time of intraoperative inspection. The device was received and evaluated, on visual inspection, it could be observed that the device has no structural anomalies or broken components. The 2 sutures were returned; however, they were already deployed. The sleeve was cut to find any structural damage to the needle, no damages were found. The red trigger was tested for its functionality several times and it performed as intended. The plates were inspected at magnification, no structural damages could be found. A manufacturing record evaluation was performed for the finished device 6l65913 number, and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to mishandling of the operator at the moment of insertion, the operator probably did not insert the needle completely into the soft tissue leading to a plate misinsertion. As per IFU 113244 rev d page 3, penetrate the tissue to desired depth, referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. 5. At desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete the expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in chile that during a knee arthroscopy with meniscal repair procedure on (B)(6) 2020, it was observed that a truespan meniscal repair system peek 12 degree device failed during surgery. According to the report, the implant was not fired when positioning the gun in the meniscus and the suture was notched at the time of intraoperative inspection. Another like device was used to complete the procedure with a delay of 30 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.